Manufacturer narrative:
An event of leaflet incomplete coaptation was reported. The device was returned to abbott for investigation and found that both the leaflets were intact and mobile. The valve was able to be rotated freely. There were no visible evidence of surface damage or anomalies. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19 mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were moving normally; a "hose" was used to test the function. During procedure, it was observed that the leaflets were stuck and could not be fully opened. A new 19 mm regent aortic mechanical heart valve was successfully implanted. The patient was reported to be in stable condition.